Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported of the patient was hospitalized for the event. One day after the onset of event, the patient was treated with amikacin injection (250mg, every day, ongoing), vancomycin injection (1g, every 3rd day, ongoing) and fluconazole tab (400mg, every day, ongoing) for peritonitis. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that on an unknown date, antibiotic therapy was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.